Event description:
It was reported the patient is not receiving stimulation and is unable to communicate with or charge her ipg. She is observing a communication error with her programmer and her charger will not communicate. The patient has not used or charged her ipg for over six months.

Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.